Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after connecting the bladder temperature cable, the temperature could not be measured. They thought the cable was faulty, so replaced that, but that did not worked, so they realized that was a problem with the foley catheter.